Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the rigid arthroscope's distal end was burnt and worn, and the eyepiece was scratched. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the damages distal end burnt-worn, and the eyepiece scratched; can be attributed to excessive force by the customer. Olympus will continue to monitor field performance for this device.